Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that rv lead was dislodged. The lead was explanted and replaced. The patient is doing fine.